Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 49mg/dl. The expected fasting blood glucose test result range is 60 to 80mg/dl or undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the results of 49mg/dl because it was too low. Customer states that his normal glucose range is 60-80mg/dl fasting in the morning but his target range in the later evening two hours after eating is 180mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 49 mg/dl. The expected fasting blood glucose test result range is 60 to 80 mg/dl or undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is approximately two weeks ago. (B)(6). Memory concerns: customer is concern with the results of 49 mg/dl because it was too low. Customer states that his normal glucose range is 60-80 mg/dl fasting in the morning but his target range in the later evening two hours after eating is 180 mg/dl.